Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 at the inflow aspect and on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 1 demonstrated two (2) tears near two (2) different commissures. Leaflet 3 had a tear near a commissure, followed by a cut. Calcification was observed near the tears and the cut on leaflet 3 had a smooth and straight edge. The x-ray demonstrated moderate to heavy calcification on all three (3) leaflets, and wireform distortion was observed around a commissure. The sewing ring was cut around the valve and exposed the wireform at the inflow aspect. The wireform was also exposed on a commissure. Additional manufacturer narrative: the clinical report of leaflet tear and calcification were confirmed and the report of regurgitation was visually confirmed due to leaflet tears. In this case, calcification restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation; therefore, the device history record was not reviewed. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23 mm aortic pericardial valve, implanted eight years and two months, was explanted due to aortic regurgitation secondary to leaflet tear and calcification. The device was explanted and replaced with a non-edwards mechanical valve with no adverse patient effects reported as a result of the valve replacement. Valve condition at explant was described as ¿the leaflet near a stent post was torn on the angle. Barnacle-like was attached to the leaflet. The leaflet was discolored as yellow and deteriorated due to calcification.¿ the patient status was reported as ¿recovered¿ at ICU. Patient age at implant was (B)(6).